Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# 0210178269, implanted: (B)(6) 2016, product type: lead. Product ID 3387-40, lot# 0210178268, implanted: (B)(6) 2016, product type: lead. Type of event: other: bilateral bleeding. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s neurologist reported through a manufacturer representative that ¿the patient had bilateral bleeds around the leads¿ that was picked up on their post-operative CT scan. It was noted that it was unknown whether the patient had experienced any symptoms associated with the bleeds. The leads were implanted bilaterally into the patient¿s subthalamic nucleus (stn) for the treatment of parkinson¿s disease. It was noted the ¿patient was on high doses of ssri (selective serotonin reuptake inhibitor) and at high does this medication could affect platelet function.¿ the leads remained implanted and in service at the time of report and it was unknown whether the issue had resolved. There were no known actions or interventions taken to resolve the issue. Additionally, there were no surgical interventions planned or performed and the patient was alive with no injury at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.